Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be implanted in the bile duct to treat a biliary stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the stent did not fully expand when deployed inside the patient. The stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required to remove the unexpanded stent.